Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, cusp overlap technique was performed using a non-medtronic double curve guidewire. During the first attempt, at 80%, the valve was deployed. Depth of the valve was considered optimal in the left anterior oblique projection. Upon release from 80% to full deployment, the valve dislodged above the annulus to the mid sinuses. After imaging, a seal was noted. It was reported that, the closing procedure began. A large bore access closure was performed. Subsequently, the patient decompensated. The procedure was converted to general anesthesia. A transesophageal echocardiogram probe was inserted. The valve was confirmed mid sinus. No right ventricle wall movement was reported. Attempted percutaneous intervention to cannulate the right rca was unsuccessful. The physician chose to convert the procedure to open chest surgery to explant the valve and restore blood flow. The valve was fully explanted via sternotomy. Adequate rca blood flow was noted. Due t o the calcium burden noted, and the amount of time it would take to debris, the physician chose to implant a second transcatheter valve instead of a surgical valve. A second transcatheter valve was placed at the annular and left ventricular outflow tract level via an open aortotomy. Patient was transferred to intensive care unit to recover. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient had heavy annular and left ventricular outflow tract (lvot) calcification. No pre-implant balloon aortic valvuloplasty (bav) was performed during the procedure. A coronary occlusion occurred as a result of the valve dislodgement. It was reported that deployment had started at the bottom of the pigtail catheter. Prior to dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 3-4 mm on the left coronary cusp (lcc). After the dislodgement, the implant depth was -3 or more on the ncc and -1 mm on the lcc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.